Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within weeks of implant, the patient presented to the clinic with an elevated threshold on the right ventricular lead. The doctor elected to perform a lead revision. The first new position was attempted and the lead threshold was high. The doctor postulated that it may be a tissue area more than a lead dislodgment issue. The second attempted position was successful. The lead remains in use. No patient complications have been reported as a result of this event.